Event description:
A medtronic representative reported that, while in a spine procedure, the navigation system exited unexpectedly. A re-boot of the system allowed them to re-enter the synergy spine 2.0.1 software and continue. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The correct date of (B)(4) 2013 was provided.

Manufacturer narrative:
Software investigation not completed at time of this report.

Manufacturer narrative:
The returned log files did not contain any core files from the date of the event. The software investigation found that the root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.